Event description:
Base line pressure was increased to 40 cmh2o when set at 3 cmh2o. No alarm was activated. This malfunction occurred during check at the hospital and no patient was involved in the incident.

Manufacturer narrative:
Device evaluated by manufacturer: the malfunction will be investigated at newport medical instruments. Investigation report and action resolving this problem will be forwarded to medwatch program. Please note that there was no patient involvement.